Manufacturer narrative:
D4: the unique device identifier (UDI) is unknown because the part and lot numbers were not provided. This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: "transcatheter mitral valve repair of recurrent mitral regurgitation following mitral surgery¿

Manufacturer narrative:
Exemption number e2019001. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. The reported patient effect of mitral stenosis, is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information available, a definitive cause for the reported mitral stenosis cannot be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
B3: date of event - estimated d6: implant date - estimated the devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed to report mitral stenosis, mitral valve replacement, and hospitalization it was reported through a research article, adverse events that occurred post clip implantation include, mitral stenosis and mitral valve replacement. Device issues include inability to advance the mitraclip delivery system and inability to grasp the leaflets with the clip. Details are listed in the attached article, titled "transcatheter mitral valve repair of recurrent mitral regurgitation following mitral surgery¿ please see article for additional information.